Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger wouldn't power up. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, the battery charger was unable to power up due to a damaged power supply connector. The power supply connector pins were recessed. The root cause for the recessed pins could not be positively identified but was likely excessive force. No adverse event resulted from the recessed pins. The patient received a replacement battery charger/modem.